Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the left ventricular lead exhibited high pacing impedance; a lead fracture was suspected. The lead was capped and replaced on (B)(6) 2016. The patient's condition was good before and post procedure.